Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device on her left side had migrated out of the fallopian tube and she had a ressection of adnexal mass. A laparoscopic robotic assisted hysterectomy and bilateral salpingo-oophorectomy was performed. Both serious events due to medical importance. Adnexal mass is unanticipated whereas the other event is anticipated in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, approximately 3 months after essure insertion an hysterosalpingogram showed that left device migrated out of the fallopian tube. Also consumer underwent laparoscopic robotic assisted hysterectomy and bilateral salpingo-oophorectomy when a adnexal mass was resected either. Given the nature of event dislocation, a causal relationship with essure cannot be excluded. Regarding the event adnexal mass since essure is located in fallopian tube the causal relationship cannot be excluded. This case was regarded as incident since a hysterectomy and bilateral salpingo-oophorectomy were performed as treatment of essure related events. Other non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), adnexa uteri mass ("adnexal mass") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia/ inability to sexual"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), abdominal pain upper ("stomach severe pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,) and surgery (cystoscopy, resection of left adnexal mass). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass and genital haemorrhage outcome was unknown, the dysmenorrhoea, female sexual dysfunction, hormone level abnormal, bladder disorder and urinary tract disorder was resolving and the abdominal pain upper, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: left device migration out of the fallopian tube on (B)(6) 2014, hysterosalpingogram test, clinical indication: surveillance of contra conceptive device. Procedure: hysterosalpingogram. Findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Unilateral occlusion (right tube occluded) type of test: dye test. Result of essure confirmation test: one coil was out of place - fell to bottom of uterus on (B)(6) 2014. On (B)(6) 2014, surgical pathology report, diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Updated outcome of pain . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), adnexa uteri mass ("adnexal mass") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia/ inability to sexual"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), abdominal pain upper ("stomach severe pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,) and surgery (cystoscopy, resection of left adnexal mass). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass, genital haemorrhage and back pain outcome was unknown, the dysmenorrhoea, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder and abdominal pain upper was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: left device migration out of the fallopian tube on (B)(6) 2014, hysterosalpingogram test, clinical indication: surveillance of contra conceptive device procedure: hysterosalpingogram findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Type of test: dye test. Result of essure confirmation test: one coil was out of place - fell to bottom of uterus on (B)(6) 2014. On (B)(6) 2014, surgical pathology report, diagnosis: uterus, fallopian tubes and ovaries, resection: - cervix, no atypia. - endometrium, benign early proliferative type. - myometrium, focal superficial adenomyosis. - left ovary showing large luteinized follicular cyst and follicular cysts. - right ovary showing arteriovenous malformation and follicular type cysts. - fallopian tubes, bilateral, previous tubal ligation noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device on her left side had migrated out of the fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding'), dysmenorrhoea ('dysmenorrhea / dysmenorrhea (cramping)'), adnexa uteri mass ('adnexal mass') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, lupus erythematosus and asthma. Concomitant products included metformin since 2011. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ inability to sexual"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes:urinating pain"), musculoskeletal pain ("pain from the waist down- felt like bottom was going to fall out") and mood swings ("hormonal changes describe: extreme mood swings") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine"). In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), abdominal pain upper ("stomach severe pain") and pain ("pain from the waist down- felt like bottom was going to fall out") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (cystoscopy, resection of left adnexal mass, laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass, genital haemorrhage, mood swings and pain outcome was unknown, the dysmenorrhoea, female sexual dysfunction, abdominal pain upper, back pain, menorrhagia, vaginal haemorrhage, blood urine present, dysuria and musculoskeletal pain had resolved and the hormone level abnormal was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, blood urine present, device dislocation, dysmenorrhoea, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, musculoskeletal pain, pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014- she told only had one coil in her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: left device migration out of the fallopian tube; on (B)(6) 2014: clinical indication: surveillance of contra conceptive device procedure: hysterosalpingogram findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2014: diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: plaintiff fact sheet was received. Events added from pfs- extreme mood swings. Events onset date were added. Events outcomes were updated. Event bladder or urinary problems or changes clubbed with blood in urine and pain when urinating. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), adnexa uteri mass ("adnexal mass") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, lupus erythematosus and asthma. Concomitant products included metformin since 2011. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia/ inability to sexual"). On (B)(6)2013, the patient had essure inserted. In november 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding"). In december 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), abdominal pain upper ("stomach severe pain"), vaginal haemorrhage ("vaginal bleeding"), dysuria ("urinating pain") and musculoskeletal pain ("pain from the waist down- felt like bottom was going to fall out") and was found to have hormone level abnormal ("hormonal changes") and blood urine present ("blood in urine"). The patient was treated with surgery (cystoscopy, resection of left adnexal mass, laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy, laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy and laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass and genital haemorrhage outcome was unknown, the dysmenorrhoea, female sexual dysfunction, hormone level abnormal, bladder disorder and urinary tract disorder was resolving and the abdominal pain upper, back pain, menorrhagia, vaginal haemorrhage, blood urine present, dysuria and musculoskeletal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, bladder disorder, blood urine present, device dislocation, dysmenorrhoea, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, musculoskeletal pain, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: results: left device migration out of the fallopian tube; on (B)(6)2014: clinical indication: surveillance of contra conceptive device procedure: hysterosalpingogram findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Unilateral occlusion (right tube occluded). Pathology test - on (B)(6)2014: diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event blood present in urine, dysuria added. Concurrent condition, concomitant medication added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device on her left side had migrated out of the fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding'), dysmenorrhoea ('dysmenorrhea / dysmenorrhea (cramping)'), adnexa uteri mass ('adnexal mass') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, lupus erythematosus and asthma. Concomitant products included metformin since 2011. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ inability to sexual"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes:urinating pain"), musculoskeletal pain ("pain from the waist down- felt like bottom was going to fall out") and mood swings ("hormonal changes describe: extreme mood swings") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine"). In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), abdominal pain upper ("stomach severe pain") and pain ("pain from the waist down- felt like bottom was going to fall out") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (cystoscopy, resection of left adnexal mass, laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy, laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy and laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass, genital haemorrhage, mood swings and pain outcome was unknown, the dysmenorrhoea, female sexual dysfunction, abdominal pain upper, back pain, menorrhagia, vaginal haemorrhage, blood urine present, dysuria and musculoskeletal pain had resolved and the hormone level abnormal was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, blood urine present, device dislocation, dysmenorrhoea, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, musculoskeletal pain, pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2014- she told only had one coil in her. Trailing coils: 3 coils on left, 2 coils on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: left device migration out of the fallopian tube; on (B)(6) 2014: clinical indication: surveillance of contra conceptive device procedure: hysterosalpingogram. Findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2014: diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Medically confirmed reporter information added and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device on her left side had migrated out of the fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding'), dysmenorrhoea ('dysmenorrhea / dysmenorrhea (cramping)'), adnexa uteri mass ('adnexal mass') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, lupus erythematosus and asthma. Concomitant products included metformin since 2011. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ inability to sexual"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes:urinating pain"), musculoskeletal pain ("pain from the waist down- felt like bottom was going to fall out") and mood swings ("hormonal changes describe: extreme mood swings") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine"). In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), abdominal pain upper ("stomach severe pain") and pain ("pain from the waist down- felt like bottom was going to fall out") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (cystoscopy, resection of left adnexal mass, laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy, laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy and laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass, genital haemorrhage, mood swings and pain outcome was unknown, the dysmenorrhoea, female sexual dysfunction, abdominal pain upper, back pain, menorrhagia, vaginal haemorrhage, blood urine present, dysuria and musculoskeletal pain had resolved and the hormone level abnormal was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, blood urine present, device dislocation, dysmenorrhoea, dysuria, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, musculoskeletal pain, pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2014- she told only had one coil in her. Trailing coils: 3 coils on left, 2 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: results: left device migration out of the fallopian tube; on (B)(6) 2014: clinical indication: surveillance of contra conceptive device procedure: hysterosalpingogram findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2014: diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Lot number: a64624 manufacturing date: 2012/10, expiration date 2015-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), adnexa uteri mass ("adnexal mass") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia/ inability to sexual"). In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine haemorrhage and dysmenorrhoea (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), abdominal pain upper ("stomach severe pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy full, bilateral salpingo-oophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy), surgery (laparoscopic robotic-assisted hysterectomy, bilateral salpingooophorectomy,) and surgery (cystoscopy, resection of left adnexal mass). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, adnexa uteri mass, genital haemorrhage and back pain outcome was unknown, the dysmenorrhoea, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder and abdominal pain upper was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: left device migration out of the fallopian tube on (B)(6) 2014, hysterosalpingogram test, clinical indication: surveillance of contra conceptive device. Procedure: hysterosalpingogram. Findings: preliminary image demonstrates an abnormal appearance of the, left. Essure device. Impression : dislocation of the left contraceptive device which appear to lie within the peritoneal cavity, associated with patency of the left tube. Type of test: dye test. Result of essure confirmation test: one coil was out of place - fell to bottom of uterus on (B)(6) 2014. On (B)(6) 2014, surgical pathology report, diagnosis: uterus, fallopian tubes and ovaries, resection: cervix, no atypia. Endometrium, benign early proliferative type. Myometrium, focal superficial adenomyosis. Left ovary showing large luteinized follicular cyst and follicular cysts. Right ovary showing arteriovenous malformation and follicular type cysts. Fallopian tubes, bilateral, previous tubal ligation noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), adnexa uteri mass, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event inability to sexual was clubbed with previously reported event. Events genital haemorrhage, uterine haemorrhage were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube") and adnexa uteri mass ("adnexal mass") in an adult female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced adnexa uteri mass (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), abdominal pain upper ("stomach severe pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, adnexa uteri mass and back pain outcome was unknown, the female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, abdominal pain upper and dysmenorrhoea was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, adnexa uteri mass, back pain, bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, hormone level abnormal, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: left device migration out of the fallopian tube on (B)(6) 2018, she undergone essure confirmation test. Type of test: dye test. Result of essure confirmation test: one coil was out of place - fell to bottom of uterus on (B)(6) 2014. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Laboratory data were added. Updated suspect drug indication. Events hormonal changes, vaginal bleeding, apareunia, bladder problem, urinary tract problems, dysmenorrhea and stomach severe pain were added and event onset date was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device on her left side had migrated out of the fallopian tube") and adnexa uteri mass ("adnexal mass ") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pains"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual bleeding") and back pain ("back pain"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced adnexa uteri mass (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy, bilateral salpingo-oophorectomy) and surgery (resection by laparoscopic robotic assisted hysterectomy, bilateral salpingo-oophorectomy). Essure was withdrawn. At the time of the report, the device dislocation, adnexa uteri mass, pelvic pain, abdominal pain lower, menorrhagia and back pain outcome was unknown. The reporter considered device dislocation, adnexa uteri mass, pelvic pain, abdominal pain lower, menorrhagia and back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was left device migration out of the fallopian tube. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device on her left side had migrated out of the fallopian tube and she had a resection of adnexal mass. A laparoscopic robotic assisted hysterectomy and bilateral salpingo-oophorectomy was performed. Both serious events due to medical importance. Adnexal mass is unanticipated whereas the other event is anticipated in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, approximately 3 months after essure insertion an hysterosalpingogram showed that left device migrated out of the fallopian tube. Also consumer underwent laparoscopic robotic assisted hysterectomy and bilateral salpingo-oophorectomy when a adnexal mass was resected either. Given the nature of event dislocation, a causal relationship with essure cannot be excluded. Regarding the event adnexal mass since essure is located in fallopian tube the causal relationship cannot be excluded. This case was regarded as incident since a hysterectomy and bilateral salpingo-oophorectomy were performed as treatment of essure related events. Other non-serious events were reported. The product technical analysis has been sought further information will be obtained through the litigation process.